Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The patient was brought in for further evaluation and impedances were stable around 70-80 ohms. At this time, there was only one spike of out of range values. The patient is being monitored remotely and the lead remains in service. No adverse patient effects were reported.